Event description:
It was reported that the customer had a button error alarm on the insulin pump when he went into the pool and the insulin pump got wet. Customer's blood glucose level was 136 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. No moisture damage on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.